Manufacturer narrative:
A product investigation was completed: the visual inspection shows that the threads of the screw were badly damaged during insertion. The screw head broke off and the upper section of the threaded shaft (near to the screw head) got damaged most probably during removal. Because of the damages, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The review of the manufacturing documents showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and we are not aware of any quality issues associated with this article and lot number. The condition of the screw (flattened threads) points to the fact that the screw came excessively in contact with the plate during insertion. Therefore we can confirm that the visible damages are not from any manufacturing non conformity. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date the subject device was received by the manufacturer for investigation. The subject device is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: october 1, 2014 - expiry date: september 1, 2024. Reported issue assessed as not related to sterilization. A review of the DHR records for the non-sterile counterpart were reviewed with results as follows: article 04.118.532 / lot 7782482. Manufacturing location: (B)(4) - manufacturing date: september 2, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 to treat an injury with clavicular plate fixation. During insertion, the surgeon utilized a pair of bending pliers to prepare the plate. Upon the application of one load of force from the pliers, the plate broke. An alternate plate was available and the procedure continued. However, during insertion of a metaphyseal screw, which was needed to affix the plate to the bicortical bone, the screw head broke off. All fragments from both broken devices were retrieved. The procedure was successfully completed with a fifteen (15) minute delay. Concomitant device(s) reported: bending pliers (part/lot: unknown / quantity: 1) and screwdriver (part/lot: unknown / quantity: 1). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Lot number reported was lot 7782482 - should be 9169247. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.